Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. No further information is expected. Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, the patient developed inflammation requiring steroid medication treatment. The symptoms continue. Additional information has been requested; however, no further information is expected. The reporter has declined to provide further information.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was reported that the patient's vision has recovered. There were no cultures performed. The steroid treatment was effective.